Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, if a grip close cable were to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the large suturecut needle driver's cable had snapped. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.